Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer will not boot up and there was a serious problem alert. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer booted up to a system error (serious programmer problem screen). Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Bezel was cracked, both latch tabs were broken off of the power cord bay door, and both keyboard hinges were broken. Two hinge covers (bullets) and four hinge plate screws were missing. The programmer failed right antenna test during functional testing; right antenna found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.